Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, h3, h4, h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found functional issues, part issues, screws remain in the device due to loose / broken / loose / damaged screws, and other failure modes. Additionally, the following finding was also identified, and is as follows: (a.) Minor cosmetic damage on the housing unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found the image processor or light source experienced functional issues. Screws remained in the device due to loose / broken / loose / damaged screws, and other failure modes. There was no patient or procedural involvement in this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.